Event description:
It was reported that guidewire entrapment occurred. The target lesion was location in a moderately tortuous and moderately calcified superficial femoral artery. A 2.4 mm jetstream xc atherectomy catheter was selected for the atherectomy procedure. The physician used the jetstream catheter on a 300 cm 014 thruway guidewire without any problems, and the procedure took 3 minutes. At the end of the procedure, the physician was unable to perform the rex function because the catheter was stuck to the guidewire. The catheter and guidewire had to be removed together as one unit. The original device was able to be used to complete the procedure, and there were no patient complications as a result of this event.